Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information: d4, h4, h6 type of investigation. Additional information was requested, and the following was obtained: - on what tissue was the suture used? Abdominal wall "fascia". - what was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal. - how was the suture placed (interrupted or continuous)? Continuous. - how was the suture originally tied (multiple knots, square knot, etc.)? Square knot. - when did the bleeding occur? Postsurgical. - what was the source and triggering event of bleeding? A: suture rupture and exit in a part of the surgical wound the intestinal loop contained in the skin that was closed with sutures. - what is the ¿small ball coming out of the middle of the scar¿? Please describe. A: intestinal loop contained in the skin closed with suture. - what was the volume of blood loss? Blood loss was little. A: the bleeding presented is due to the tissue of the abdominal wall that is open due to the suture rupture. - what does ¿contained eviction of handles is observed¿ mean? Please provide details. A: there is bad translation of the language. What is visualized is the exit of the intestinal loop that is contained in the skin closed by the suture, that is, an abdominal evisceration is evident. - how was the bleeding treated? A: surgical reintervention to close again the abdominal wall "fascia". - has the patient undergone a re-operation? If yes, please provide date of re-operation. Please describe any medical/surgical intervention required including results. A: yes, the patient had to be surgically re-operated. Pending confirmation of the date of the reoperation. - did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? A: none. Corrected information: h6 health effect - clinical code, h6 medical device problem code.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2023 and suture was used. The patient underwent the c-section due to previous cesarean section and gestational hypertension. Post-op, the patient had persistent bleeding from the wound site and the next day in the morning, the physician observed a small ball coming out of the middle of the scar. On physical examination, contained eviction of handles is observed, the skin suture is removed and a moist compress is left, it is explained to the patient and a review is ordered under general anesthesia. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure on what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? When did the bleeding occur? What was the source and triggering event of bleeding? What is the ¿small ball coming out of the middle of the scar¿? Please describe. What was the volume of blood loss? What does ¿contained eviction of handles is observed¿ mean? Please provide details. How was the bleeding treated? Has the patient undergone a re-operation? If yes, please provide date of re-operation. Please describe any medical/surgical intervention required including results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information.